Event description:
A deterioration in hearing performance since one week was reported. No trauma has been reported. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device was explanted but has not been received for investigation yet.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No decision about a possible re-implantation has been made.

Event description:
A deterioration in hearing performance since one week was reported. No trauma has been reported. No decision about a possible re-implantation has been made.

Event description:
A deterioration in hearing performance since (B)(6) 2019 was reported. No trauma has been reported. The user was re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A deterioration in hearing performance since one week was reported. No trauma has been reported.